Event description:
Per the clinic, the patient was admitted to the hospital (B)(6), 2014 due to an infection at the abutment site. Subsequently, surgery to remove the abutment occurred (B)(6), 2014 to allow the site to heal. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
(B)(6). The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the patient was treated with wound debridement and antibiotics (levaquin) daily, from (B)(6) 2014, until (B)(6) 2014. The patient was then switched to dicloxacillin until (B)(6) 2014. It is unknown if the infection has resolved as of the date of this report. This report is filed december 23, 2014. Implanted device remains.